Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
A (B)(6) advocate stated her daughter's contour next link was giving higher and lower results. The daughter was not feeling well, so the parent checked her blood glucose and the reading was normal. Due to the meter being unreliable the parent took the daughter to the hospital and she was hypoglycemic. Upon arriving at the hospital her blood glucose was 25mg/dl. Further information was not provided. New meter was sent to the customer. Strip information was not provided.

Manufacturer narrative:
Customer returned 5 bottles of strips. The three lot#s were not provided in the initial report. Product codes were not provided. (B)(4), exp 11/30/2018, manufacture date: 11/1/2016; (B)(4), exp 02/28/2019, manufacture date: 02-01-2017; (B)(4), exp 07/31/2018, manufacture date: 07-01-2016.